Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, after completing the load process, the insulin gauge displayed 0 units. A new cartridge was loaded successfully. There was no reported impact to the customer's blood glucose level. As the supplies were changed prior to calling, tandem technical support was unable to perform troubleshooting.